Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
It was reported that the patient experienced muscle stimulation and presented in clinic in backup vvi. The pulse generator was explanted and replaced due to the device approaching elective replacement indicator (eri) on (B)(6) 2013.

Manufacturer narrative:
Analysis confirmed normal battery depletion.